Event description:
On 15-dec-2025 the user reported that on (B)(6) 2025, they experienced hyperglycemia with a blood glucose of 623 mg/dl. Prior to emergency response, the user reported elevated blood glucose and suspected reduced insulin delivery without caregiver assistance. The user was transported by ems to the hospital, was treated for diabetic ketoacidosis with insulin therapy, was discharged on (B)(6) 2025, and discontinued ilet use.

Manufacturer narrative:
Investigation of this case was limited due to the absence of synced device engineering logs and unavailable cgm data for the reported event period. The user later stated uncertainty regarding proper infusion site insertion but did not recall observing dislodgement, leakage, or other definitive infusion set issues. No objective evidence of device malfunction or confirmed infusion set failure was identified based on the information available. It was concluded that the cause of the reported hyperglycemia and dka remains undetermined due to insufficient data. If the device is returned and data become available, a physical evaluation and additional review will be performed, and a supplemental MDR will be submitted if warranted.